Event description:
It was reported that there was a malfunction during a case resulting in unit shutdown. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. D4 serial number: the end user reported the serial number was sm621510016wb or sm721510003wb but declined to clarify which one. Block d4 primary d4 number: there is no d4 available as the device was manufactured prior to d4 compliance requirements. Legal manufacturer: hcs madison 3030 ohmeda dr, USA madison, wi 53718.